Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: d4: lot. H3, h4, h6: part number:319.006. Synthes lot number: 6249432. Supplier lot number: n/a. Release to warehouse date: (B)(6) 2009. Expiration date: n/a. Manufactured by (B)(6). No ncrs were generated during production. Part number: 319.006. Synthes lot number: 5239720. Supplier lot number: n/a. Release to warehouse date: (B)(6)2006. Expiration date: n/a manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: h363287) was received at us customer quality (cq). Upon visual inspection, no breakage was observed. However, the protection sleeve component was missing, needle component was slightly bent and few scratches were observed the handle. Dimensional inspection: specified dimensions: needle shaft od = 1.25 +0/-0.05 mm measured dimensions: needle shaft od = 1.22mm, conforming device used ¿ caliper ca215p. Document/specification review: current and manufactured were reviewed. Current and manufactured was also reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as there was no breakage observed on the device . However, the protection sleeve component was missing, needle component was bent and few scratches were observed the handle no definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set it was observed that a depth gauge was damaged with a broken handle. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).